Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the battery-powered endoscopic light source did not click into the on position or remained on, and the device did not stay on without holding the button. There were no reports of patient harm.